Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she previously received a bad sensor alert. Blood glucose level at the time was about 110 mg/dl. Customer also reported that she had a sensor on which the needle did not retract into the needle hub. Blood glucose level at the time of that incident was 137 mg/dl. The customer was advised that the sensor would br replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.